Event description:
On (B)(6) 2012, three ptx stents were placed in right sfa; 2x ziv6-35-125-6.0-120-ptx and 1x ziv6-35-125-6.0-40-ptx. On (B)(6) 2014, restenosis (50-99%) in the lesion where the complaint stents were implanted was confirmed, which extended throughout all the three stents. Worsen claudication and worsen rutherford were observed to the patient. Pta was performed against the restenosis on (B)(6) 2014 and the patient recovered. This report relates to the ziv6-35-125-6.0-40-ptx device. Reference also related MDR reports 3001845648-2014-00265 and 3001845648-2014-00266 for the other two devices.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. (B)(4). This incident meets the reporting criteria of a FDA MDR report based on intervention carried out (pta was performed) as a result of the occurrence of restenosis while a zilver ptx stent was indwelling. This investigation addresses 1 x ziv6-35-125-6.0-40-ptx of lot c772688. The zilver ptx device involved in this complaint was implanted in the patient; therefore, is not available for evaluation. With the information provided, a document based investigation was carried out. Images were not available to support the complaint investigation. A review of the manufacturing records for ziv6-35-125-6.0-40-ptx device of lot #c772688 revealed no discrepancies related to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. Restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Since there are no images available for review, there is no evidence to suggest that re-stenosis did not occur; therefore, the complaint is confirmed based on customer testimony. Pta was performed on the patient and the patient recovered. Complaints of this nature will continue to be monitored for emerging trends.